Event description:
It was reported to vyaire medical that the vela ventilator vte (end-tidal volume) is set at 450 but only producing 260. Furthermore, there is no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer placed an order for the main board replacement and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.